Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) was returned. It was reported that the device battery exhibited erratic behavior; the device reported beginning of life (bol) battery status one day and elective replacement indicator (eri) battery status the next day.